Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in tubing/chamber from device and device has strange odor. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in tubing/chamber from device and device has strange odor. There was no report of serious patient harm or injury. In the initial report, section b3 date was incorrect, the correct b3 date should be 09/28/2021. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of grey dust-like contaminant on sd card flip door near air inlet, indeterminate black particle, dust-like contamination, and hair-like objects on top enclosure near modem port, hair-like objects between lcd and lcd cover on front panel, dust-like contamination inside iso port of humidifier, indeterminant grey contaminant on outside of humidifier bottom enclosure, musty odor from blower, dust-like contamination on rear panel, discoloration of plastic on interior face of front panel, battery cell on pca was corroded, beige dust-like buildup around edges of air inlet of blower box, grey dust-like contaminants and indeterminate black particle inside bottom enclosure, white dust-like contaminants on top of blower and at blower outlet, indeterminant brown flake contaminant near air outlet of blower box, white and black dust-like contaminants inside blower box, black residue with keratin at blower outlet and on blower outlet seal, indeterminant contaminant under flip lid seal, indeterminant brown contamination in lifting tray, white dust-like contaminants in dry box assembly, brown biocontamination on dry box assembly door, grey dust-like contaminants in dry box seal, indeterminate beige contaminants on heater plate, bottom enclosure near heater plate, and on humidifier bottom enclosure door, corroded screws on humidifier bottom enclosure. The manufacturer found evidence of sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with white dust-like contaminants in dry box assembly, brown biocontamination on dry box assembly door, grey dust-like contaminants in dry box seal, white and black dust-like contaminants inside blower box, black residue with keratin at blower outlet and on blower outlet seal, dust-like contamination on rear panel, discoloration of plastic on interior face of front panel, battery cell on pca was corroded, beige dust-like buildup around edges of air inlet of blower box, grey dust-like contaminants and indeterminate black particle inside bottom enclosure, white dust-like contaminants on top of blower and at blower outlet, dust-like contamination inside iso port of humidifier, grey dust-like contaminant on sd card flip door near air inlet, and an indeterminate black particle, dust-like contamination, and hair-like objects on top enclosure near modem port, hair-like objects between lcd and lcd cover on front panel, indeterminant grey contaminant on outside of humidifier bottom enclosure, indeterminant brown flake contaminant near air outlet of blower box, indeterminant contaminant under flip lid seal, indeterminant brown contamination in lifting tray, indeterminate beige contaminants on heater plate, bottom enclosure near heater plate, and on humidifier bottom enclosure door were inconsistent with the sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation.